Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, h6 (patient codes). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Pulmonary embolism (pe), deep vein thrombosis (dvt), anxiety, stress, pain, lower leg swelling, bleeding and limited mobility. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Unknown if the reported anxiety, stress, pain, lower leg swelling, bleeding and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The additional information regarding the alleged deep vein thrombosis (dvt) does not change the previous investigation results. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to shortness of breath (sob), bilateral pulmonary embolism(pe), hypercoagulability. Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges experiencing "stress, anxiety, pain & swelling of lower extremities, and internal bleeding of right leg". Patient also notes "since the ivc filter implant, I cannot stand for long periods of time and cannot walk a long distance". Per the (B)(6) 2007 inferior vena cava (ivc) filter placement: "ultrasound- and fluoroscopic-guided inferior vena cava filter placement". Per the (B)(6) 2017 computed tomography (CT) abdomen and pelvis: "an ivc filter is noted with the limbs projecting outside the ivc lumen. There is no significant adjacent fat stranding".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, b1, b5, b6, h1, h6 (patient and device codes) h6 (device code): appropriate term/code not available for device perforation and tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been further investigated based on the information provided to date: vena cava perforation, tilt, stenosis. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per the CT abd pel wo dated (B)(6) 2018: "abdominal aorta and ivc: the abdominal aorta is are normal in appearance. There is an ivc filter with the apex at the level of the right renal vein. The superior portion of ivc filter is slightly tilted to the left and posteriorly. All the struts the ivc filter appear to extend beyond the wall of the inferior vena cava. None of the struts appear fracture. Inferior vena cava appears mildly stenotic in the region of the ivc filter. There is no active lymphadenopathy". Per the review of the (B)(6) 2018 CT scan of abdomen and pelvis without IV or oral contrast performed (B)(6) 2018: "positive for caval perforation. Superior extent of filter is at l2-l2 disc space. Inferior extent mid l3 vertebral body. A total of our pongs have perforated ivc". Maximum distance prong perforated is 3.89 mm". Coronal images show 5.91-degree tilt of filter right-to-lft". Sagittal images show 2.96-degree anterior-to-posterior". Diameter of ivc directly above filter measures 24.15 mm x 14.96 mm".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected data: d1, d4, g5, h4. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Occupation: non-healthcare professional. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.